Event description:
The hcp reported that the pt developed fever, redness and pain at the device pocket site. Cultures were positive for multiresistant staphylococcus aureus. The pt was treated with IV and oral antibiotics and the device system explanted. The infection reported as resolved.